Event description:
The customer reported a ventilator gave a 1102 error code indicating a high blower temperature. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a fse who confirmed the reported issue. The rse advised the customer that the speaker connector on the power management (pm) board is broken and therefore, the pm board must be replaced. The customer has reported that the part has been ordered and is pending repair. No other anomalies were reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
B5: the customer reported a ventilator gave a 1102 error code indicating a primary alarm failed.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.